Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
The customer chose not to have the system serviced due to this system being end of life. No conclusions may be drawn as to the repairs or replacement of this system.